Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 0627487-2017-03097. The patient is implanted with two leads from same lot. It was reported the patient was experiencing a change in stimulation. Lead diagnostics revealed multiple high and low impedances. Reprogramming was able to provide effective stimulation. In addition, the patient reportedly is scheduled for surgical intervention on the leads.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-03097. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the leads and ipg were removed and replaced. Therapy has resumed postoperatively.